Event description:
The dealer states that the unit will not turn on unless you press the white restart button, then it will beep and shut off. Patient was using 5 months, 3348.29 hours. No additional information.